Manufacturer narrative:
The reported complaint is not verifiable. Diligence for additional information was unsuccessful. No part was returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diligence attempts for surgery related questions are still ongoing.

Event description:
It was reported that the heater cooler (tcm) has a water leak. No other details regarding the nature of this event were provided.